Event description:
The biomedical engineer reported that the clinician was using a multi-gas unit with an anesthetic gas monitoring a patient and the device was showing an error message. The clinician swapped out the module with a working one and took this unit out of service. The bme will return this unit to nihon kohden for an exchange. No patient harm was reported.